Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds noted at pre-procedure testing for a generator change. Subsequently, this lead was capped and a new atrial lead was implanted. This product is not expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.